Event description:
The patient had a decline in urine output. Foley irrigated. A bladder scan showed greater than 200 ml., unsuccessfully attempted to deflate balloon on the foley. After multiple attempts to deflate the balloon, the physician used a guidewire through the balloon track and deflated the balloon. The catheter was replaced with a coude catheter.manufacturer response for foley catheter, all inclusive bard foley tray (per site reporter).======================we switched to a different product in the bard line.